Event description:
The hcp reported that there was an increased reservoir volume; actual was 20 ccs, expected was 7 ccs. The hcp reported that the pt did not experience any withdrawal symptoms as he is taking oral medications. The hcp disconnected the catheter and discovered that it was blocked. The catheter was removed and replaced with another. "Everything is ok now." See MFR report number: 2182207200501193.

Manufacturer narrative:
As received the catheter (4.6cm to distal tip) was initially occluded with dried drug, but this easily broke free when bleach/water solution was flushed through the inside of the catheter during contamination. The area around the dispensing holes was discolored. The catheter passed pressure tests.